Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in (B)(6) in the ccu. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the side rail latch was dirty. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician cleaned the latch to resolve the issue. Based on this information, no further action is required.